Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device history review: a manufacturing record evaluation was performed for the finished device u2411011 number, and no non-conformances were identified. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found signs of usage on its overall surface. No other anomalies were noted. Device was sent to the supplier for further investigation. Manufacturing investigation results for vapr coolpulse90 electrode: the device was returned in its original packaging. The tip is used, active tip is also heavily eroded. Handle assembly is used, no misuse. Cable and plug assembly are used, no misuse. Procedural residue visible in suction tube. The device passed electrical tests but not the flow rate functional test, failing to reach the minimum flow rate specification. The suction failure was further investigated by subjecting the device to both positive and negative pressures. The combination of these tests was unsuccessful in clearing the blockage. The blockage was likely caused by a buildup of tissue debris at the distal end of the device. The customer fault could not be replicated so complaint cannot be substantiated. The overall complaint was not confirmed as the observed condition of the vapr coolpulse90 electrode would have not contributed to the complained device issue.¿ based on the findings, the potential cause for the eroded active tip is traced to prolonged activation of the electrode. The potential cause for the suction blockage is traced to tissue debris accumulation. As per IFU 110007; do not activate for unnecessary and prolonged periods as irrigant overheating and unintended tissue damage may result. Prolonged probe activation while using the suction feature may result in elevated shaft or suction tube temperatures. Electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Do not allow the electrode to become covered in tissue debris, if this occurs, use a new electrode. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a rotator cuff repair surgery, it was observed that the vapr coolpulse90 electrode device did not function after connect with generator and the screen did not show any alert code. During in-house engineering evaluation, it was determined that the device had foreign substance/debris/cleaning/sterilization. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.